Event description:
Pt was undergoing a transsphenoidal resection of a pituitary tumor. During surgery the nasal forcep broke off inside the pt. Both pieces were retrieved and there was no harm to the pt.

Manufacturer narrative:
Device not returned as of (B)(4) 2012. No injury reported. No other complaints for this part number in 2 years. Originally reported by user facility, report (B)(4). Originally reported as part number 23-0728, however, when contacted to investigate the user facility stated that was an error and the actual part number is 335801.